Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal of the mandrel the tip of the device was inadvertently pulled as well resulting in the reported difficult to remove and thus resulting in the distal sheath to slightly retract and inadvertently deploy the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during preparation of the 7x60 mm absolute pro self expanding stent system (sess), when the mandrel was pulled and twisted gently, resistance was noted and the stent became prematurely deployed. The stent is flowering. There was no device use or patient involvement. Another absolute pro sess was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.